Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid immersion of the control unit led to the control unit being sticky, additional causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope control unit, up/down plate, and the universal cord were found to be sticky. Additionally, the adhesive on the bending section cover was chipped. There was no patient involvement.